Event description:
The customer reported the device went vent inop on power up and would not proceed into normal ventilation mode. The manufacturer's service technician reported he was not able to duplicate the reported problem. The service technician reported the unit would restart when powered on via normal ventilation mode and diagnostic mode. Review of the device diagnostic log history indicated a ventilator restart followed by a 24/+-12v power fail occurrence during operation. The service technician reported the blower motor controller pcb board was at fault. The service technician replaced the blower motor controller pcb board to address the findings. During service of the device the service technician reported the single station solenoid was leaking due to damage. Failure of the single station solenoid as noted could result in a loss of volume during use in normal ventilation operation. The service technician replaced the single station solenoid to address the finding. Applicable final testing was completed and passed to operating specifications.